Event description:
During a procedure on an ankle fracture, pieces of two 1.1mm threaded guide wires broke into the fibula while the surgeon was inserting them. It was indicated that the surgeon tried the first wire, which broke. A second wire was then inserted, but that also broke. All the pieces were not removed from the patient. This is report 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this report shall be filed on a supplemental MDR. Investigation could not be concluded and no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.